Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. Retain samples have been evaluated. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially received from consumer stating that the consumer experienced pus, dry eye, burning, blurry vision, solution smelled different, irritation, tearing, redeyes and eye pain. Fungal infection was the diagnosis and eye drops were taken. Current patient's condition is symptoms continuing. Additional info has been requested.